Event description:
It was reported that there were holes on the catheter. The catheter was placed and floated in the patient in surgery, then patient was sent to sicu. The director of the floor stated that there seemed to be a hole in the catheter due to air being released. There were no patient complications reported. There was no further information that the customer could provide. It was stated that time had past and the clinicians had "moved on". There were no patient complications reported.

Manufacturer narrative:
The device was discarded hospital. The complaint could not be confirmed without return of the product, nor could a root cause or potential contributing factors be identified. No actions will be taken at this time.